Event description:
A newborn was connected to a draeger babylog vn500 on CPAP. Nurse noticed the ventilator making an unaccustomed alarm sound, saw that the ventilator touch screen (display) was blank, and the patient's vital signs were falling. Patient was purple in color with low heart rate and oxygen saturations. Nurse removed vent from patient and begin bagging the infant when he observed the respiratory distress. Positive pressure ventilation (ppv) given, followed by nasal cannula positive airway pressure (ncpap), then intubation. Unsure at this time if there were physiological contributors to the event, however, it appears the main cause is equipment failure. Nurse stated the equipment receives regular maintenance and this particular ventilator had been functioning appropriately since the patient was admitted. Unsure why the ventilator malfunctioned. The device was sent to biomedical for evaluation and repair. The infant has since recovered and is doing well. Clinical engineering received the vent and completed a check out. The data logs from the vent were downloaded and sent to draeger for evaluation. Draeger responded back with the following. "Based on the feedback from the propweb case and the product complaint investigator, it is recommended that the customer send the c500 (display) in for service. As per all logbook entries, there is a complete "cut" at the time of the event in all components, cockpit (display) and vnbox (main ventilator) as well. Mostly this is an indication of using rocker switch (main power switch). There are 2 scenarios in case of display goes black: if the cockpit (display) itself only goes black (restarted) and system alarming, then you always will have "safeguard" (switched to "safety" mode) entries logged/saved over v(n)box logs. This is due to communication lost between cockpit (display) and v(n)box (ventilator). But in this case, no entries of safeguard on this date or time logged! Display goes black (in case of backlight fails), than no system is alarming, no "safeguard" entries logged, but the user does not have any other possibility to operate it with device and used rocker switch (main power switch) at the end." At the recommendation of draeger, we are sending the display in so the backlight of the display can be replaced. Manufacturer response for ventilator, babylog vn 500/c500 infinity display (per site reporter): we sent them the data logs from the unit's memory; they responded back with a recommendation to send the display back for repair.